Event description:
It was reported that during a colectomy procedure, the clips would not hold after placing them on vessels. Issue came from the first clip. There was no unexpected noise or resistance when firing the trigger. The clip was fully advanced into the jaws prior to firing. There was no torquing or twisting of the device at the time of firing. Nothing unexpected happened prior to this incident. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clip was ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.